Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal dislodged from the delivery tube after attempting to remove. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Device showed signs of clinical usage and no evidence of blood. The delivery device was not returned. The seal remained outside the loading device and tension spring assembly remained inside the loading device. No blood was found in and on the loading device and seal. Seal was found crack at the center. Measurements of the delivery tube were not taken. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed but was confirmed for analyzed failure "crack seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal dislodged from the delivery tube after attempting to remove. A replacement device was used to complete the procedure. The hospital did not report any patient effects.